Event description:
On (B)(6) 2017 the patient had left total hip arthroplasty revision, which was complicated by postoperative left calf pain and subsequently had to undergo multiple surgical procedure to address the patient¿s necrosis, ischemic toes, wound and calcaneal osteomyelitis/infected bone infarct (necrosis) and residual dry gangrene of left first toe. It was noted that prior to the patient¿s revision in 2017, the patient was noted to have chronic peripheral vascular disease. After review of medical records provided at this time, there has been no other revisions related to the left hip after the (B)(6) 2017 revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: unspecified infection (e1906) is used to capture infection and osteomyelitis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2023, a follow-up visit report that the patient complained of severe lower extremity pain, pain waxes and wanes in severity, pain rated as 9/10. Also report numbness in the left medial calf and thigh region, she reported ongoing severe leg pain from an infection. Doe: (B)(6) 2023. (This (B)(4) is related to (B)(4)).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.